Manufacturer narrative:
Based on the claim against the product by the customer noting an incomplete staple line, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the sureform 45 stapler reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post- failure analysis evaluation) or if additional information is received. Isi did receive the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce or confirm the reported customer complaint. The instrument was driven on an in-house system which passed the recognition and engagement tests. The stapler initialized, clamped, fired, and unclamped without any issues on both occasions. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no firing failures. No damage was found. There was no problem detected. An additional observation was made that was not reported by site. The instrument was found to have roll friction on the main tube. There was friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. From log review, the sureform 45 stapler (part # 480445-04 / lot # t12220614-0159) was never fired and no lives were lost on this instrument. There was a second sureform 45 stapler used in this procedure ((part # 480445-04 / lot # t11221108 0043) and was fired 4 times using three blue sureform 45 stapler reloads and one white sureform 45 stapler reload. At this time, it is unknown which reload was involved in the reported event. This event is being reported due to the following conclusion: it was alleged that during a da vinci-assisted colostomy closure surgical procedure, a sureform 45 stapler instrument had an incomplete staple line with an unknown sureform 45 stapler reload installed. The procedure was completed.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the sureform 45 stapler did not complete the staple line and "had to be aborted". The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.